Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. Attempts were made to obtain add'l info on (B)(6) 2013 regarding the pt and the device, however, no further info has been able to be obtained to date. No samples have been received for eval. An investigation has been performed based on the historical data of mfg as well as packaging process. Device history files have been reviewed. The origin of the claimed failure cannot be determined without samples available for investigation. Add'l info was requested; however, no further info has been received. Based on the received info and investigation results it is not possible to determine the root cause of the fault which user experienced. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on 12/03/2013.

Event description:
A distributor reported they received a report stating when using the suction product, it was noticed that the tip had broken. They further stated they searched, but the broken tip was not located and was possibly still in the pt.